Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple transmitters.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent signal loss for multiple telemetry transmitters. The customer originally called to verify what channels were open for some transmitter replacements but ended up reporting repeated signal loss throughout the 8th floor. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: root cause is likely related to signal interference or incorrect settings. In tickets (B)(4), the customer sent in the transmitters related to this event in to have their channels changed. As such, the event is not likely related to a device malfunction.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple transmitters. The customer originally called in to verify what channels were open for some tele replacements, but ended up reporting repeated signal loss throughout the 8th floor. Nihon kohden technical support suggested having someone come out and do a spectrum analysis to check for signal interference. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple transmitters.